Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The blood glucose was high for 1-2 hours and treated with delivered a bolus. No further information available.